Manufacturer narrative:
Na

Event description:
It was reported that the ventilator reset with an audible alarm while connected to the pt. There are allegations of ventilator malfunction causing pt harm.